Event description:
The clinic reported that a laser vision correction patient presented map dot dystrophy in left eye 4 months post treatment (treatment date (B)(6) 2013). Surgeon performed flap lift and rinse and prescribed zymaxid with a bandage contact lens. Patient complained of blurry vision. No loss of best corrected visual acuity reported.

Event description:
Additional information was provided that indicated that the left eye was blurry versus the right eye; but both eyes were improving.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: additional information was provided that indicated that the left eye was blurry versus the right eye; but both eyes were improving. Device available for evaluation: yes all pertinent information available to abbott medical optics has been submitted. Placeholder.